Event description:
It was reported that on (B)(6) 2015, the software version of the subject programmer was upgraded to 2.44j; however data for reply, reply200 and paradym modules were missing after the upgrade. It should be noted that data for other device models were still saved in the programmer. Preliminary analysis did not confirm the missing data and showed that patient report migration was successful. In addition, on (B)(6) 2015 (one week post upgrade to 2.44j ), when the programmer was activated, none of patient data was displayed neither on the patient data screen nor on the import/export screen. When some characters were entered in the bar ¿enter patient name or device serial number¿ on the top of programmer screen, data search was started and the data were displayed. When erasing all characters entered in that bar, all patient data were displayed. Preliminary analysis confirmed this behaviour and showed that it was related to a refresh issue.

Event description:
It was reported that on (B)(6) 2015, the software version of the subject programmer was upgraded to 2.44j; however data for reply, reply200 and paradym modules were missing after the upgrade. It should be noted that data for other device models were still saved in the programmer. Preliminary analysis did not confirm the missing data and showed that patient report migration was successful. In addition, on (B)(6) 2015 (one week post upgrade to 2.44j ), when the programmer was activated, none of patient data was displayed neither on the patient data screen nor on the import/export screen. When some characters were entered in the bar ¿enter patient name or device serial number¿ on the top of programmer screen, data search was started and the data were displayed. When erasing all characters entered in that bar, all patient data were displayed. Preliminary analysis confirmed this behaviour and showed that it was related to a refresh issue.